Event description:
It was reported that the customer had a battery cap crack on the insulin pump. The customer's blood glucose level was 272 mg/dl. The customer was advised that the insulin will need to be replaced. The customer was advised to discontinue use of the insulin pump if the battery is low. The patient was advised to monitor the insulin pump closely if they continue use of the insulin pump.

Manufacturer narrative:
Findings: unit alarmed failed battery test due to faulty battery tube. Unit received with stripped battery cap coin slot (p). Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads.